Manufacturer narrative:
Over 18 years of age. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a calcified and highly tortuous mid to distal right coronary artery. The physician pre-dilated with two unknown balloons. A taxus liberte' drug eluting stent was deployed in the lesion at 12 atms. A 2.75x32mm taxus liberte' drug eluting stent was then advanced, but was unable to cross the lesion. When the device was removed from the patient, stent damage was noted. The procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.